Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) bursts and shocks during an atrial fibrillation (af) episode with rapid ventricular response (rvr). The patient experienced a ventricular tachycardia (vt) episode during an in-clinic visit that lasted over three hours, during which manual atp and shock therapies were administered. Following shock delivery, atrial noise was observed. The following day, the field representative inquired about stored episodes that showed inappropriate atp and shock delivery. Technical services (ts) reviewed the data and explained that while some episodes were atrially driven, it was ventricularly driven in some sections. Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.